Event description:
It was reported that the user experienced an insulin delivery occlusion in the infusion set tubing while using the ilet, which was resolved only after changing supplies; insulin delivery then resumed, and replacement infusion sets were shipped with troubleshooting and education provided. Symptoms included hyperglycemia with a reported maximum glucose of 380 mg/dl and trace ketones. Outcomes included the need for subcutaneous insulin via pen as backup therapy and extended time above range. Investigation included technical review and user interview. Investigation of this case revealed a likely infusion set occlusion in the tubing that resolved with set replacement. It was concluded that the event was related to an infusion set occlusion without device malfunction, and user education and supply replacement were appropriate corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.